Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Concomitant medical products: 452453 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a procedure done that was approximately six inches from their implantable cardioverter defibrillator (ICD) and then post procedure it was observed that the ICD alerted for a lead integrity alert due to oversensing. It was concluded that the electrocautery during the procedure caused the lead integrity alert for oversensing. The ICD remains in use. No patient complications have been reported as a result of this event.